Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 1999 (B)(6), product type extension, product ID 3080, lot# l60922, implanted: 1999 (B)(6), product type lead, product ID 3031, serial# (B)(4), implanted: 1999 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's battery died. The patient underwent a procedure to replace the ins and lead, however the lead was anchored onto the bone so the hcp left both the lead and dead ins internalized and implanted a new lead on the opposite side. Several weeks later the ins was removed and it was reported that the original lead was partially removed. A new ins was implanted and it was reported that the patient was doing well with the new lead.